Event description:
Customer reported that his insulin pump had been hacked and he received an overdelivery of insulin. Customer reported that due to this overdelivery, his blood glucose level dropped so low that he went into a diabetic coma. Customer reported that this occurred on more than one occasion. Customer also reported that paramedics were called in response to a low blood glucose level. Customer reported that he was treated by paramedics but not admitted to a hospital. Customer reported that these events took place within three to six months leading up to the call. Customer reported that he threw his insulin pump away, but did not state exactly when. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.